Event description:
It was reported that a signal loss occurred. On (B)(6) 2026 the patient stated they experienced severe low blood glucose readings with cognitive impairment. The insulin pump still delivered insulin while the blood glucose level was low. No further information was obtained for this specific event, and it was unknown if loss of consciousness occurred, and if an ambulance was called. There was no documentation of further medical evaluation or intervention. At the time of the report the patient's current condition was unknown. No other details were documented and attempts to obtain further information were unsuccessful. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information was provided on 05/26/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).